Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt, the device failed to charge and displayed an unk defib failure message. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log indicated that the capacitor could not reach the target voltage within 25 seconds. The device history log suggests that the battery may have been low or depleted at the time of the reported event. It is important to note that the event battery was not returned for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.